Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation a device evaluation. Please see updates to d9, h3, h7 and h9 of the initial medwatch. The device was returned to olympus for inspection, the reported event was confirmed. The evaluation found a defective cable unit causing the green image, and a damaged plug unit. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to event is likely due to a defective video cable (ccu plug) within the charged coupled device (ccd) chip holder assembly (r-unit). Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the endoeye hd ii laparoscope experienced a green image. The issue was found during an unspecified procedure. The intended procedure was completed with a similar device. There were no reports of patient harm or injury.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility. H9/reporting number: <(B)(4)> added here due to character limitation in respective field.